Event description:
Per nurse clinical educator communication from (B)(6): lethargic, non-responsive. Description of event(s) - patient's girlfriend states that she found patient unresponsive and had a hard time waking him up. She states that she found his remunity pump beeping and empty. She called 911 and patient is now in the hospital in the intensive care unit on intravenous remodulin. Adverse event start date (per reporter) -8/27/2024. Adverse event resolution date, if appropriate-ongoing. Comments: ongoing. "Date of admittance/discharge or length of hospitalization is unknown. No further info/details or dates available. Sq remunity self-fill patient. Patient started using remunity device (B)(6) 2024. Reported to (B)(6) by: health professional.